Event description:
Caller alleged discrepant inratio results. Patient received shot of cortisone for shoulder injury around (B)(6); started norco pain medication about the same time. Patient was given vitamin k on (B)(6) 2011 and says his physician is concerned about internal bleeding. His coumadin had been previously increased based upon inratio results.

Manufacturer narrative:
Investigation pending.